Event description:
While a cna was positioning a resident in a chair, the resident's arm came in contact with the clasp/buckle of the gait belt that the side was missing. This resulted in a skin tear to the right upper arm approx 2 cm x 3 cm. The area is being treated daily with a bacitracin dressing and is healing. The staff has been instructed to wear the belts with the buckle to the side or back to lessen the chance of skin contact with the resident during transfer and lifting procedures.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: design - human factors, telemetry failure. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.